Event description:
Addendum per additional information provided: (B)(6) 2019- patient was diagnosed with symptomatic inguinal hernia thereby underwent laparoscopic left inguinal herniorrhaphy with repair of both direct & indirect defects using two perfix plugs & patch (device #1 & #2). Per operative notes, ¿an incision was made in the left inguinal region. The hernia sac was dissected away. A perfix plug (device #1) was placed into the internal ring. There was also a direct defect for which a perfix plug & patch (device #2) was placed around the cord structures using sutures.¿ (B)(6) 2020- patient was diagnosed with recurrent left inguinal hernia thereby underwent repair. Per operative notes, ¿incision was made through the previous left inguinal incision. Dissection was carried through dense scar. Noted a small hernia defect noted along the cord structures. For this, a polypropylene mesh plug was able to be placed, and it was able to be secured.¿

Manufacturer narrative:
Addendum #1: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2019) is considered to be a best estimate. Addendum #2: this supplemental emdr is submitted to document additional information provided. Updated fields: d3, e.1 (complainant name, complainant phone #, complainant facility, complainant e-mail address), g6, h2, h10. This supplemental emdr represents perfix plug (device #2). An additional supplemental emdr was submitted to represent perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2019) is considered to be a best estimate. This emdr represents perfix plug (device #2). An additional supplemental emdr was submitted to represent perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per medical records: (B)(6) 2019- patient was diagnosed with symptomatic inguinal hernia thereby underwent laparoscopic left inguinal herniorrhaphy with repair of both direct & indirect defects using two perfix plugs & patch (device #1 & #2). Per operative notes, ¿an incision was made in the left inguinal region. The hernia sac was dissected away. A perfix plug (device #1) was placed into the internal ring. There was also a direct defect for which a perfix plug & patch (device #2) was placed around the cord structures using sutures.¿ (B)(6) 2020- patient was diagnosed with recurrent left inguinal hernia thereby underwent repair. Per operative notes, ¿incision was made through the previous left inguinal incision. Dissection was carried through dense scar. Noted a small hernia defect noted along the cord structures. For this, a polypropylene mesh plug was able to be placed, and it was able to be secured.¿